Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that following a myosure procedure for fibroid removal all seemed well and the patient recovered with no concerns. On return to the ward, she was bleeding heavily, the uterine cavity was packed and the patient was transferred to another hospital for further treatment. It was reported that on arrival the bleeding had settled and the patient recovered fine. There was no perforation identified.